Manufacturer narrative:
(B)(6). A manufacturing investigation was performed ¿ based on the topography of the fracture surface, it can be concluded that the screw was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during daily activities) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. The implant could not resist the applied force which finally led to the material overload / fatigue failure. According to the technique guide of the va-lcp distal radius plate 2.4, the holes in the plate head only accommodate locking screws. In order to achieve a fixed angle construct and to support the articular surface, only locking screw should be placed in those plate holes. The received implants and the x-rays lead to the conclusion, that a mixture of locking screws and cortex screws have been placed in the plate head. This may have led to the failure of two screws. No evidence of material defects was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported: only one of the broken screws could be removed, the other screw was left in place.

Event description:
The provided x-rays and CT scans were reviewed by the manufacturer: the screw breakage can be confirmed; however it could not be confirmed the number of screws that were broken.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there were two variable angle- locking compression plate (va-lcp) screws that broke directly under the head. It was also reported that the whole dorsal fragment shifted away and a revision was needed. During the six week postoperative routine check it was discovered that there was a fraction of two screws. There was no trauma, the patient had no pain, only gradually increasing pain and swelling. This report is for two unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Weight: patient weight is unknown. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown ¿ date of postoperative breakage and pain/swelling is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.